Manufacturer narrative:
After on site investigation of this incident it was determined that the device did not malfunction. It was due to user error. The user placed her hand in the instrument when the robotic device was moving thus causing the injury. Erroneous results were not reported as a result of this incident.